Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered a food bolus, and forgot to enter a blood glucose (bg) value. The customer then completed delivering the food bolus, and attempted to program a correction bolus for a bg value of 219 (mg/dl). Due to having insulin on board (iob- active insulin in the body) from the previous bolus, the pump calculated a correction amount of 2.73 units, but did not recommend a bolus. Tandem technical support reviewed the bolus calculations with the customer and educated the customer on delivering an override bolus. The customer delivered the bolus successfully.